Event description:
It was reported that a large volume folfusor underinfused medication to the patient. The device did not fully infuse the medication dose in the expected therapy time, and it was observed that there was approximately 30 minutes of solution left in the device. During troubleshooting, it was discovered that the folfusor was not set at correct height of PICC line entry site and did not have the device white regulator taped to their skin at the forearm. The device has been filled with piperacillin/tazobactam 18000mg in 230ml sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The folfusor not set at the correct height of the PICC line entry site and not having the device white regulator taped to the patient¿s skin at the forearm is a known cause of an underinfusion. The cause of the reported condition was a user error. User instructions are addressed in the folfusor lv portable elastomeric infusion system operating conditions. The labeling instructs the customer the following: 1. To achieve the desired medication temperature ensure that the distal end luer lock/flow restrictor is secured to the skin. The folfusor lv system is designed to operate at the nominal flow rate when the medication is at a specific temperature. 2. Ensure that the fill port and the distal end luer lock/flow restrictor are positioned at approximately the same height during the infusion. The folfusor lv system is designed to operate at the nominal flow rate when the fill port and the distal end luer lock/flow restrictor are positioned at approximately the same height. Should additional relevant information become available, a supplemental report will be submitted.